Manufacturer narrative:
Currently it is unknown whether or not the device may have caused or contributed to the event as no product has been returned. No conclusion can be drawn at this time. We therefore consider this report complete to the best of our knowledge.

Event description:
Customer reported via phone call to have experienced a no delivery alarm. When she removed her site, she noticed that her infusion set was bent. Customer¿s blood glucose was 350mg/dl during the first incident and 400 mg/dl the next. She used a manual injection to treat. She declined to troubleshoot for the high blood glucose. The product will not be returned for analysis.